Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on (B)(6)2020. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Af (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care (apoc) was contacted by a customer regarding act celite cartridges that yielded 9 star outs (***) on a patient having heart surgery. The customer reported getting baseline for patient which was the first result, then 9 consecutive starouts with multiple devices and then one last result. There was no patient information available at the time of this report. Return product is not available for investigation. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. Apoc has determined that although there was no harm to the patient, there was a significant delay. The facility also states that the lot was received on (B)(6) 2020 and there were no issues until the this event. The cartridges were at room temperature for a few days prior to use. The temperature in room dropped to 59.50°f and reports this may be the reason for the starouts. The investigation is underway.